Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the needle came off the device and fell into the pt cavity. The doctor stated it was removed by vaginal. The doctor used another (B)(4) to continue the case. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.